Manufacturer narrative:
Controls were not run on the reagent kit prior to use. Upon review of the alarm trace, sample clot detection alarms were triggered on (B)(6) 2024. The investigation determined the issue is consistent with a film on the surface of the reagent in the reagent pack. Per product labeling, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration."

Event description:
The initial reporter stated they received questionable results for 12 patient samples tested with elecsys total psa on a cobas e 801 analytical unit. The customer provided an example of one patient sample with discrepant total psa results. The customer stated that the issue started when the system switched to using a standby total psa reagent pack. The sample initially resulted in a total psa value of < 0.006 ng/ml. The sample was repeated on (B)(6) 2024, resulting in a total psa value of 4.81 mg/ml.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.